Event description:
A pt underwent laparoscopic sigmoidectomy, due to colon cancer. Partial (1/3) anastomotic breakdown at the proximal colon site was detected by air-leakage test just after firing the colonring. Re-resection was performed and new anastomosis was performed with new colonring device.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The ring was not returned for eval, however, the production history file was reviewed, indicating that the device was released according to the product specifications. A positive bubble test may indicate a problem with the surgical technique rather than a failure in the device, as has been reported in this case by the surgeon. A positive leak test which is detected at this stage, as part of the surgical procedure, enables immediate treatment and may allow for intraoperative repair of the anastomosis and therefore, such failures are not associated with further device related safety concerns.